Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.